Manufacturer narrative:
It was reported that the sets¿ stopcocks disconnects during use. Received thirty-four new primary sets model 2423-0007 lot 18077258. Also received seven sets model 2423-0007 lot 20035525. The event set model 2423-0007 lot unknown that was in use during the customer event was not returned for investigation. The sets were visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. No anomalies or damages were observed with the sets during initial visual inspection. Prior to functional testing, per directions for use, each of the sets¿ connections were tightened to prevent any loose connections from disconnecting during testing. Functional testing was performed by the sets to a lab IV bag filled with blue dye water. Lab extension sets were attached to the sets¿ stopcocks at the opened female ports. The sets primed successfully via gravity and showed no signs of disconnects, leaks, or any issues. The sets were then loaded into a lab pump module. An infusion rate was not provided, therefore the primary infusions were programmed at a rate of 60ml/h and vtbi of 15ml. The primary infusions completed with no alarms, disconnections, or any issues. The sets were pressure tested while submerged underwater (per dir # 10000360033 ¿ IV disposable leak test method). Air pressure was incrementally increased from 5 psi to 30 psi. No disconnections or leaks were observed at any of the sets¿ components, connections, or throughout the sets. Further testing was performed on each of the sets¿ components by tugging at each connections with above normal force. No disconnections were observed. The sets¿ female/male luer ports were measured and found to be within iso standards with the female/male go/nogo gauges. Equipment used (measurement and testing completed on (B)(6) 2020) air pressure regulator with pressure gauge, eq00151, calibration due date: (B)(6) 2020. 8015 alaris pcu 1.5, eq08330, calibration due date: (B)(6) 2021. 8015 alaris pcu 1.5, eq10291, calibration due date: (B)(6) 2021. 8100 alaris system lvp, eq08327, calibration due date: (B)(6) 2020. 8100 alaris system lvp, eq103048, calibration due date: (B)(6) 2021. 8100 alaris system lvp, eq08470, calibration due date: (B)(6) 2021. 8100 alaris system lvp, eq08475, calibration due date: (B)(6) 20201. 8100 alaris system lvp, eq08328, calibration due date: (B)(6) 20201. 8100 alaris system lvp, eq102428, calibration due date: (B)(6) 2021. Male go/no go gauge, eq08244, calibration due date: (B)(6) 2021. Female go/no go gauge, eq08248, calibration due date: (B)(6) 2021 a device history record for model 2423-0007 with lot number 18077258 was performed. The search showed that a total of (B)(4) units were built in 1 lot on (B)(6) 2018. The search showed that there were no quality notifications for the failure mode reported by the customer. A device history record for model 2423-0007 with lot number 20035525 was performed. The search showed that a total of (B)(4) units were built in 1 lot on (B)(6) 2020. The search showed that there were no quality notifications for the failure mode reported by the customer. The customer¿s report that the sets¿ stopcocks disconnects during use was not confirmed. The root cause of the customer¿s experience was not identified because no disconnections, leaks, or any issues were replicated during functional and pressure testing.

Event description:
It was reported that as lvp 10d 4ss 4ss 2g-4wspk cv stopcock was loose during use. The following information was provided by the initial reporter: material no.: 2423-0007 batch no.: unknown (possible lots: 18077258, 20035525). It was reported that the stopcock becomes loose during procedures. Apparently they are just falling apart on the doctors. We had one come undone on a patient yesterday. The safety concern is that the stopcocks do not stay tightened. They come loose, we tighten them and then anesthesia is saying they come loose during the case.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that as lvp 10d 4ss 4ss 2g-4wspk cv stopcock was loose during use. The following information was provided by the initial reporter: material no.: 2423-0007 batch no.: unknown (possible lots: 18077258, 20035525). It was reported that the stopcock becomes loose during procedures. Apparently they are just falling apart on the doctors. We had one come undone on a patient yesterday. The safety concern is that the stopcocks do not stay tightened. They come loose, we tighten them and then anesthesia is saying they come loose during the case.